Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 2124215-2025-12471 and MFR. Report # 2124215-2025-12481).

Event description:
It was reported that two fibers were found to be broken. The customer has requested that the console used with the fibers be checked. There was no patient involved. This event is for the first fiber.

Event description:
It was reported that two fibers were found to be broken. The customer has requested that the console used with the fibers be checked. There was no patient involved. This event is for the first fiber.

Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 2124215-2025-12471 and MFR. Report # 2124215-2025-12481). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.